Manufacturer narrative:
(B)(4): the customer reported that the etco2 function of the device did not provide an accurate reading during use on a patient. The involved patient died, but the customer has stated that device behavior did not impact patient outcome. A philips field service engineer evaluated the device and could not reproduce the reported symptom. The device passed all testing and was returned to service. We cannot determine the root cause because the symptom could not be reproduced.

Event description:
The customer reported that the etco2 function of the device did not provide an accurate reading during use on a patient.